Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The technical specialist noticed that the hospital opened expired product. The irrigation clip was not used for the procedure and a replacement was opened. The outcome of the case was successful.

Manufacturer narrative:
Follow-up #1 and final report submitted to update reportability decision based on supporting studies provided by OEM supplier which extend product shelf life to 3 years.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). The technical specialist noticed that the hospital opened expired product. The irrigation clip was not used for the procedure and a replacement was opened. The outcome of the case was successful.